Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had loose drive support cap. The customer's blood glucose level at the time of incident was unknown, but had been 137mg/dl when they awoke. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.